Event description:
A pt with h/o pad, s/p ble bypass. Had propaten graft placed in lle bypass 2008, non-heparin graft in rle 2008. In 2009 admitted with rle graft thrombosis which required repeat bypass at which time a non-heparin graft was placed. Surgery was performed two days later, patient was on heparin drip prior to surgery and then post-op. On admit platelets were 103 which fell to nadir of 80 post-op, and therefore, hit antibody was sent and found to be positive. Heparin was stopped three days later, and the presumed diagnosis was hit. The pt was treated with argatroban and transitioned to warfarin. The etiology of the hit is unknown may be from propaten graft or from heparin exposure in hospital. Given that he has a heparin eluting graft propaten on the left, it is possible that heparin in the graft has resulted in the positive hit antibodies prior to recent hospitalization and even could have contributed to a graft thrombosis. In addition when re-exposed to heparin this could have re-stimulated the antibodies. In patients with hit, there is attempt to remove all heparin exposure , in this patient removal of the propaten graft was deemed not to be feasible and the long-term consequences of having a heparinized graft and hit is unknown. The remains on warfarin anticoagulation, with a plan to follow the hit antibody titer which should fall over time, but could remain elevated given the heparin graft propaten. Dates of use: placed in 2008. Diagnosis or reason for use: peripheral artery disease. Event abated after use stopped: no.